Event description:
It was reported that a remote transmission showed that both the atrial and right ventricular (rv) leads exhibited noise. Silicon on silicon abrasion was discussed. The patient was seen in clinic and the noise was worse with pocket manipulation. The leads were already programmed at the highest sensitivity setting. The leads remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the distal portion of the lead was returned, analyzed. Analysis indicated that the distal conductor of the lead developed a fracture due to flexing while in vivo. The outer insulation of the lead developed a breach due to a depression while in vivo. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the leads were explanted and only the right ventricular (rv) lead was replaced.